Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer mentioned that the customer resolved the issue, but no further repaired need to perform. The system functioned as intended after the customer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es scanner, it doesn't scan. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. However, there were no adverse events or injuries reported based on this event.